Event description:
It was reported that for 1 week, a continuous leak of n2o was coming from the anesthesia device when it's connected to the wall gas supply system what caused n2o going in the operating room theater atmosphere.

Manufacturer narrative:
The investigation is ongoing. The results will be part of a f/u report.